Event description:
While exchanging the disopa solution in an aer (endoclens), a healthcare worker (hcw) splashed the solution into her left eye. She was not wearing ppe. The hcw washed her eyes with running water for about 15 minutes right after exposure to the disopa solution. She went to see an ophthalmologist for ocular pain and a water blister. The diagnosis was inflammation in the mucous membranes of the hcw's left eye. Steroid ophthalmic solution and antibiotic ophthalmic solution were prescribed. The symptoms subsided in 5 days. The hcw recovered from the symptoms and is reported to be doing well.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard analysis. Complaint history trending for disopa solution for the problem of hr-eye splash is not considered a significant trend. Batch record review of disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user exposure is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible.

Manufacturer narrative:
Additional information received reported that the (B)(6) lost her good eyesight of her left eye (from 2.0 to 1.5, eyesight unit in (B)(6)) when she had vision testing in her periodic health checkup. It was not confirmed if this is related to this event or not. There is no product sample being returned for investigation.

Manufacturer narrative:
The cidex opa instructions for use (IFU) cautions that when disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. When using latex rubber gloves, the user should double glove and/or change single gloves frequently, e.g., after 12 minutes of exposure. For those individuals who are sensitive to latex or other components in latex gloves, 100% synthetic copolymer gloves, nitrile rubber gloves, or butyl rubber gloves may be used. Inadequate personal protective equipment (ppe) contributed to the reported event. Disopa solution is manufactured in japan and sold exclusively in japan. Disopa is similar to cidex opa solution sold in the united states.